Event description:
Pt underwent cataract surgery in 2001, and implantation of a staar model cc-4204bf intraocular lens in the left eye. During the insertion process the lens tore and the capsule was found torn. The lens was removed, an anterior vitrectomy was performed and an another lens was implanted. Preop va was 20/50, intraocular pressure was 12mmhg. Postop va was 20/25 and intraocular pressure was 11mmhg. Prognosis is "pt still has a little corneal edema, which is clearing, no cmes. Pt is improving and the prognosis is good." Pre-existing conditions include mild age related macula edema. Pt is to return to the dr's office for routine follow up.